Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) was ¿high¿; however, no specific value was provided. Elevated bg was treated with a manual injection. The customer reverted to an alternate method of insulin therapy.